Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure, the surgeon was unable to get the 2.4 x24mm volt locking screws to lock into the 2.4/2.7-volt distal radius standard left 3 hole plate, specifically at the two ulna screw holes on the distal end. The technique was performed accurately, using a va cone guide and handheld va drill guide, and screw insertion was attempted manually without a torque-limited attachment. There was a small delay in surgery, and the surgeon was forced to leave the two screw holes empty.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, d10 concomitant h3, h6: photo investigation the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the 2.4/2.7 2c vdr plate 6h hd/3h/lt/std/55 is implanted with three screws in the proximal region of the bone. Additionally, four of the six screws are observed to be implanted in the proximal region corresponding to the plate area intended for distal radius screws. Based on the evidence provided, it is not possible to determine whether the defect occurred in the screws or in the distal radius edges of the plate. Based on the available evidence, a definitive root cause could not be determined. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the volt lock scr ø2.4 t8 l24 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Was the same screw attempted multiple times, or were different screws attempted? - different screws attempted.